Manufacturer narrative:
(B)(4).

Event description:
Received info that an 840 ventilator was inoperable. Device was not being used on a pt when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running a digital ground isolation test to pin point the failed assembly/component. Customer reported to have replaced the compressor printed circuit board assembly (pcba). The unit passed extended self-testing. Covidien is not authorized to service the device.